Event description:
It was reported that the patient was not getting pain relief from the implantable pulse generator (ipg). The patient underwent an ipg explant procedure. The explanted ipg will not be returned, as it was discarded by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.